Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable. The customer stated the pre-wash cleaning area appeared dirty and the water was flowing slowly. The customer thinks the high result was due to contamination from the dirty pre-wash cleaning station. Maintenance was performed to make sure the water was flowing faster.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas 8000 e602 module. The initial result was 0.797 miu/ml with a data flag. The instrument performed an auto-rerun with a result of 128.0 miu/ml. The sample was repeated with a result of < 0.1 miu/ml. The result of 128.0 miu/ml was in question. This result was not reported outside of the laboratory. The hcg + b reagent lot number was 41442103. The expiration date was not provided.

Manufacturer narrative:
Calibration and qc were within specifications. The daily alarm traces showed sample pipetting alarms for all 3 e602 modules in the laboratory. The engineer identified contamination at the prewash sipper washing station. The investigation determined that the issue found by the field service engineer was the root cause of the event.